Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the personal diabetes manager (pdm) battery was not holding a charge for long and the patient went to the emergency room (ER). We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024 at (B)(6). Specific blood glucose levels were not provided. It was noted that the personal diabetes manager (pdm) battery was not holding a charge for long and the patient went to the emergency room (ER). Symptom reported include vomiting. The patient was treated with insulin via syringe. The patient was discharged from the hospital on (B)(6) 2024. Device will not be returned.